Manufacturer narrative:
Clarification: the etco2 module was replaced to resolve the failure. The device passed all performance assurance tests and was returned to the customer.

Manufacturer narrative:
Clarification: the device was evaluated by a philips bench technician who confirmed the issue and isolated it to the etco2 module. The customer declined service so the etco2 module was not replaced. The device was returned to the customer without full functionality.

Event description:
The device was returned to philips for the implementation of a fco, but during servicing it was noted that the heartstart mrx was failing op check for an etco2 failure. There is no indication of patient involvement.